Event description:
It was reported that a ventricular lead isoflex 1948 58 cm fell from its implantation position. A threshold increase at 8v and intermittent ventricular signals were observed during follow up. A chest radio showed the lead was on the tricuspid valve. The lead was replaced and the patient is stable.